Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to a built-in meter. The customer became hypoglycemic and was treated with glucagon by their mother and no further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 319 mg/dl was compared to built-in meter blood glucose tests of 39 mg/dl and when the results plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.